Manufacturer narrative:
(B)(4). Only event year known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
Clip cannot tightly closed. So after few fires, surgeon use the new device.

Manufacturer narrative:
(B)(4). Batch # r9236j. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, one clip partially formed was returned. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis the device was cycled and the clips were not properly fed into the jaws and the jaws would not close even though the trigger was fully squeezed against the handle, this condition led to a 2 clips malformation. The device was disassembled in order to evaluate the condition of the internal components and it was found that the connector clip was missing; this condition contributed to the jaws not closing properly and 6 clips were found inside clip track. It is likely that the condition of the missing connector clip is related to our manufacturing process. The reported complaint was confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.